Manufacturer narrative:
H3: Product Analysis: Part # 9560524, Lot # MY25F001 Visual inspection did not reveal any damage to the flex arm. Functional inspection confirmed the arm was able to be tightened and hold its position but the attachment knob will not tighten. The threads appear to be damaged from misalignment. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a flex arm used for Spinal therapy. It was r eported that the flex arm won't screw down and clamp tube. There was no patient involvement reported. There were no further complications reported regarding the event.